Manufacturer narrative:
This report is being submitted as follow up no. 1 to an update to the "state" in section e1, and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. As of 10/18/24, the sample was not returned for assessment. If the sample is made available in the future, the complaint record will be reopened and updated. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the air balloon on the involved tr band did not function properly. The balloon would not keep air after they put it on. The procedure performed was a cardiac angioplasty. The reported event did not result in patient injury and/or require medical or surgical intervention. No blood loss was reported. Additional information was received on 09sep2024: 12 ml's of air were injected into the tr band when it was applied. A 6 french introducer sheath was used at the access site. Less than five (5) minutes after the initial inflation the tr-band noted to be losing air. Hemostasis was achieved with by a second tr band after a second attempt with the initial tr band was attempted (this time 15 cc of air used). There was no noticeable damage to the device. The patient condition was in stable condition.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A3b: gender: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided for animal use. A6: race: not provided for animal use. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: care facilitator, cath lab. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.